Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The customer replaced the reagent pack, and no further issues were reported. The investigation is ongoing.

Event description:
There was an allegation of questionable ethanol gen.2 results from the cobas 8000 c702 module. The samples were repeated on a cobas pro 2 analyzer using a different reagent lot (lot 940770). Sample 1 initial result was 3 mmol/l, and the repeat result was 1 mmol/l. Sample 2 initial result was 3 mmol/l, and the repeat result was 1 mmol/l. No incorrect results were released outside the laboratory.